Event description:
General report received of an unspecified number of undocumented incidents of disconnection. The customer contact reported that when the male luers of the plum tubing sets were inserted into the clave ports, the nurses noted pressure pushing back on the male luers, making it difficult to connect the two together. In some instances, assistance from a second nurse was required to secure the connection of the option-lok to the clave port. At unspecified times after the connections were secured, the nurses found an unspecified number of option-loks had disconnected from the clave ports and that the IV solutions had leaked onto the patients' beds. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.